Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, on the second inflation at 5 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 7mm long starting at the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, on the second inflation at 5 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.